Event description:
It was reported that during the operation of implantation, the surgeon discovered that the valve was leaking for unk reason. So he changed to another new 25132-5 and sent the leaking product back for replacement. There was no impact to the pt.

Manufacturer narrative:
(B) (4). The valve was patent, but it did not pass leak testing due to a tear on the top of the delta chamber. The precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.